Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer reported being transported to urgent care due to not feeling well. The customer complained of backaches, headache, weakness, stomach ache, nausea and stiffness. The customer's blood glucose was 414 mg/dl. The customer's most recent blood glucose was 274 mg/dl. Customer complained of fatigue and frequent urination. The customer did not feel well enough to troubleshoot for the issue. Customer did not receive any alarms from the insulin pump and was wearing the insulin pump at the time of the call. The continuous glucose monitoring system was not in use. The customer advised that the hospital staff was going to monitor the high blood glucose levels and determine the appropriate time to be discharged from the hospital. Customer was advised to call back later when he felt better in order to proceed with troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.